Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve misfunction: the valve was implanted in 2007 in (B)(6). Since (B)(6) 2017, it is no longer possible to adjust the valve. After a fall of the patient, it has been decided to replace the valve. The valve was replaced on (B)(6) 2017.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint was not possible as the lot number and product code was unknown. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as the sample was not returned for investigation. If the sample is returned in the future, this complaint will be re-opened and the sample investigated. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; it was noted that the proximal connector was missing. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed. The valve was leak tested, no leaks were noted. The valve was reflux tested, passed. The valve was dried. The valve was pressure tested at 70mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing, biological debris was found on the, on the cam mechanism. The cam magnets were also controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-3100, with lot cjbb8v, conformed to the specifications when released to stock on the 26th february 2008. The root cause for the missing connector could be due to the ex-plantation process, but this could not be determined. The root cause for the crack and scratch mark in the valve casing, is probable due to the valve receiving some form of impact, this however could not be determined. The root cause for the programming problem reported by the customer is partly due to the biological debris found on the cam mechanism and the hard knock to the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was previously reported that the device would not be made available for evaluation. Subsequently, the device was returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.